Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported internal battery error message. Review of the device data logs confirmed the occurrence of the internal battery error message and revealed the occurrence of an error message (sf101) related to pressure measurement. The internal battery was replaced to address the internal battery error message. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to a software issue. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.